Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granuloma and seroma-late are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported, left side "silicone granuloma in the capsule". "Cyst", "minimal volume peri-implant fluid", "radial folds". Device has been explanted.

Event description:
Patient reported left side capsular contracture (baker grade unknown) and "concerns with alcl." Patient additionally reported via ultrasound and MRI "silicone granuloma in the capsule", "cyst", "minimal volume peri-implant fluid", "radial folds". Device has been explanted. Healthcare professional additionally reported capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b7, g2.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown).

Event description:
Patient reported capsular contracture (baker grade unknown) and "concerns with alcl." This is for the left side. Device remains implanted.